Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
On (B)(4) 2017 (hcp, sdy): information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the pump segment of the catheter was explanted without replacement, and the spinal segment was left implanted. The event status was unknown. The event date was (B)(6) 2017. The patient's weight was (B)(6). No further complications were reported/ anticipated.

Manufacturer narrative:
The previously reported information (partial catheter explant) pertains to manufacturer report # 3004209178-2017-24303. Information regarding that event will be sent in that manufacturer report. If information is provided in the future, a supplemental report will be issued.